Event description:
It was reported that bd insyte autoguard catheter ruptured. The following information was provided by the initial reporter, translated from portuguese to english: during the introduction of the catheter, there is a rupture of the device's cannula (B)(6) 2024.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4155972. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. However, an improvement action was performed with camera adjustments and a review of procedures to mitigate the transfixed catheter defect in the assembly line. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.